Manufacturer narrative:
Device not returned fo evaluation.

Event description:
It was reported that due to auto inflating the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cm x 12mm cylinders, ms pump and 100 ml reservoir were implanted. No further complication were reported in relation to event. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and upon completion of product analysis.